Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's left hip was revised. The patient had fallen 8 months prior to revision and sustained an acetabular fracture. Non-operative treatment failed, and the shell loosened. Once the patient was open, surgeon noted black tissue inside the patient. After removing the head from the stem, black material was seen inside the head and moderate trunnion wear was noted. The patient's hip construct was revised to a competitor hip. Rep confirmed there were no allegations against the revised liner. Rep confirmed there was no head dissociation.

Event description:
No new information.

Manufacturer narrative:
An event regarding wear involving a metal head was reported. The event was confirmed through visual inspection. Method & results -product evaluation and results: visual inspection of the provided photograph indicated that the head has evidence of wear due to the presence of black debris internally. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: 'the operative note documents a revision surgery was performed. Unfortunately, in the documentation provided no intra-operative findings were noted. Revision tha surgery is confirmed. The cause for this revision tha cannot be determined from the limited documentation provided.' -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's left hip was revised. The patient had fallen 8 months prior to revision and sustained an acetabular fracture. Non-operative treatment failed, and the shell loosened. Once the patient was open, surgeon noted black tissue inside the patient. After removing the head from the stem, black material was seen inside the head and moderate trunnion wear was noted. The patient's hip construct was revised to a competitor hip. Rep confirmed there were no allegations against the revised liner. A review of the provided medical records by a clinical consultant indicated: 'the operative note documents a revision surgery was performed. Unfortunately, in the documentation provided no intra-operative findings were noted. Revision tha surgery is confirmed. The cause for this revision tha cannot be determined from the limited documentation provided.' The subject device has been identified to be within scope of lot specific voluntary recall that was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.